Event description:
The following was reported to hamilton medical ag: the hospital staff planned to perform maintenance on this c1. However, after repeated attempts to calibrate the flow sensor resulted in ng, they gave up on the maintenance. When we checked again the next day, technical event: 231003 was also displayed on the screen. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).